Event description:
It was reported that the infusion device did not provide an occlusion alert during night. The blood glucose values increased to 24,4 mmol/l and the user would have had expected an occlusion alert.

Manufacturer narrative:
"The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states."